Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The introducer sheath would not advance smoothly, on close inspection there was a buckled on the edge of the outer grey tubing, approx. 1.5cm proximal to tip. There was burring on the introducer sheath. No part of the device remained inside the patient. The procedure was repeated with a new kit. No adverse effects to the patient were reported.